Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000163, bi71000162. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system is down and unable to charge. It has been charging for a week with no change. Manufacturer representative found that battery tray 2 was bad. No patient present.